Event description:
Covidien received information stating that during patient use a ventilator shut down. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The device was returned for investigation. The device was run on ac power and internal battery power until a battery low and battery empty alarms were issued. The battery was then fully charged. No fault was found during the investigation. The investigation could not duplicate the reported malfunction of the unit shutting off unexpectedly.